Event description:
Procedure type: unk. According to the reporter: a small metal part from the latch detached when inserting the trocar. The surgeon noticed it right away and retrieved the part. No pt injury was reported. No further details could be obtained.

Manufacturer narrative:
Initial report sent: 10/15/2007.